Event description:
Pt has history of several bladder surgeries and vaginal reconstruction. Pt complained of vaginal bulge and persistent bleeding. Pt was taken to the or and during exam blue suture material found protruding from vaginal wall, suture material was removed.